Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve resection, while assembling the stapler, a powered stapler with an adapter was unable to fire, and the surgeon was unable to press the green button. They changed the device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Evaluation of the electrically erasable programmable read-only memory (eeprom) showed a failure code indicating a quad failure. Functional testing was unable to replicate the condition. Visual inspection of the bldc board showed improper application of humiseal in area #10. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.